Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Customer declined to load a new cartridge and continued using the existing cartridge for insulin delivery. Additionally, it was reported that the pump delivered less insulin than requested for a bolus. Tandem technical support requested the customer upload pump logs; however the customer declined to upload, therefore the allegation could not be confirmed. There was no adverse impact to the customer¿s blood glucose level.